Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 400 mg/dl for the last 2 days. The customer took boluses via the pump to stabilize bg level. The customer stated high bg could be due to basal settings and also stated that supplies have not been changed in 6 days. The customer was advised that supplies should be changed every 48 hours when using humalog. The customer declined to troubleshoot with tandem technical support. The customer will work with health care provider on pump settings.